Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left anterior descending artery that is 90% stenosed. The patient presented with severe angina and the vessel was pre-dilated with a 2.0x8mm semi-compliant balloon. The 3.5x15mm xience alpine stent delivery system was deployed at 16 atmospheres. Fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. The dissection was covered with a xience alpine stent. There was no adverse patient sequela and no clinically significant delay was reported. No additional information was provided.